Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented via merlin.net transmission with the left ventricular lead exhibiting high lead impedance. Upon interrogation in the clinic loss of capture was noted and the high impedance was confirmed. There were no patient symptoms or adverse events associated. An x-ray confirmed that the lead was fractured. The device was programmed to vector not using affected electrode. No adverse effects to the patient after the programming.